Event description:
Patient's legal representative stated pelvic pain, overactive bladder, stress incontinence, urge incontinence, purulent/foul vaginal discharge, recurrent infections, pelvic floor dysfunction, and vaginal bleeding, mesh erosion. On (B)(6) 2018 - in-office cystoscopy ¿ right ureter seems a little slower than left, otherwise normal. Urine cytology: urothelial cells (few) squamous cells (predominate) negative for malignancy. On (B)(6) 2018 - (B)(6) 2018 - CT abdomen/pelvis ¿ right restorelle y/coloplast visualized, left restorelle y/coloplast not visualized, recurrent pelvic floor prolapse involving urethra/vagina/rectum, small air bubbles within bladder, diffuse thickening of posterior bladder wall, no clear fat plane between bladder wall and adjacent anterior vaginal wall, hyperenhancement of the urethral/vaginal mucosa with extensive infiltrative changes within the perineum, marked central enhancement of the anorectal junction likely due to the generalized inflammation process in the region. Urodynamics, emg ¿ pvr 0 ml, 48 ml, moderate bladder capacity, impaired bladder contractility, low pressure, moderate flow, sui, detrusor overactivity. States mostly bothered by urgency/uui, only mild sui symptoms, mui (urge > stress), large restorelle y/coloplast erosion, states she would like to proceed with surgery for excision of eroded restorelle y/coloplast. On (B)(6) 2018 - partial excision of restorelle y/coloplast [no operative report]. Additional information received on 06/22/2021. On (B)(6) 2015 - (B)(6) 2018 - fever 100 f, feeling weak, with vaginal drainage, rlq abdominal pain. Ed visit ¿ concerned she has some type of infection, continued low grade fever, purulent vaginal discharge with foul odor, vaginal tenderness, abdominal/suprapubic pain, dysuria, sui with cough/sneeze. No improvement in various postoperative complaints. Abdominal incisional tenderness, sui, uti symptoms. Worsening sui with urinary frequency since restorelle y/coloplast implant. Worsening sui with any movement/cough/sneeze, states she had no sui prior to restorelle y/coloplast implant. Continued/worsening sui with any movement since restorelle y/coloplast implant, using 3-4 pads/day, states urinary stream shoots out when she voids, some brownish vaginal discharge, states she is very unhappy with restorelle y/coloplast surgery. No improvement in sui symptoms, now with urinary urgency/frequency with some uui. Urethral hypermobility, verified sui, oab, & mui. Sui with standing up from sitting position, occasional uncontrolled leakage, uncontrolled flatulence with incontinence episodes, urodynamics, cytometry, emg ¿ abnormal voiding pattern with intermittency and prolonged voiding time, possible detrusor sphincter dyssynergia (dsd), possible fistula due to uncontrolled flatulence with incontinence episodes. No change in sui symptoms, still with sui with standing up from sitting position, occasional uncontrolled leakage, uncontrolled flatulence with incontinence episodes, wears 3 pads/day, states after urodynamics procedure she had discharge of what looked like pieces of tissue. Posterior vaginal restorelle y/coloplast erosion with debris of restorelle y/coloplast noted as discharge from vagina, sui noted on exam. States unsure on how to proceed with urology issues, considering getting second opinion. Suprapubic tenderness. States cardiology instructed her not to have urology surgery. Infected restorelle y/coloplast. Dysuria due to infected restorelle y/coloplast. Urine culture: (+) mixed bacterial flora with no predominating type. States had difficult recovery following restorelle y/coloplast implant surgery, states was told after implant surgery that one of her kidneys was not working at full capacity, states has had persistent vaginal discharge and worsening flatulence since implant surgery (unsure if flatulence if from vagina or rectum), persistent/constant urinary leakage overnight/daytime, urinary frequency/urgency, nocturia x 5, some leakage with movement, abdominal pain l>r, states had intermittent gross hematuria and uti x 3 over the last year, states she had previously planned cystoscopy by urology but never had it completed, not sexually active. Large restorelle y/coloplast erosion at apex, vaginal discharge, hematuria, mui, urinary frequency/urgency, continuous urinary leakage (could be discharge).

Manufacturer narrative:
According to the available information, the patient's legal representative stated pelvic pain, overactive bladder, stress incontinence, urge incontinence, purulent/foul vaginal discharge, recurrent infections, pelvic floor dysfunction, and vaginal bleeding, mesh erosion. Restorelle was implanted on (B)(6) 2015 and remains implanted. Corrective action: management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to the reported complaints are captured in the product risk documentation. Based on this, and because the device is not available for evaluation, no further corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.